Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system experienced leakage at the adapter septum during use. The following information was provided by the initial reporter: the user found the septum was leaking blood while using the product.

Manufacturer narrative:
Investigation: unfortunately a lot number could not be submitted for this complaint, and could not be determined from the photographs provided. Preventing our investigation team from conducting a device history review. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. A physical sample could not be obtained for evaluation and testing. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd pegasus safety closed IV catheter system experienced leakage at the adapter septum during use. The following information was provided by the initial reporter: the user found the septum was leaking blood while using the product.